Event description:
It was reported that right ventricular (rv) high pacing lead impedance alert seen on merlin transmission. It was discussed that this sudden jump may suggest a lead fracture. No symptoms were reported and no further information is available.